Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed, and no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. A watermark was observed at the base of the sensor tail, indicating sensor being properly inserted. The sensor data was reviewed, and no issues were observed. De-cased the sensor and performed visual inspection and no issues were observed on printed circuit board assembly (pcba). Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand meter and it is unknown whether the customer noted a trend arrow on the device. Customer experienced lightheadedness, stomach cramps, ¿eyes get fuzzy¿, a loss of consciousness and was unable to self-treat requiring ¿being helped off the floor¿ and treatment of sugar, cola, and apple sauce by a third-party. There was no report of death or permanent impairment associated with this event.